Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the ipg was replaced due to the lead breaking off in the header. Reference MFR report #1627487-2014-05228 regarding the lead issue. Follow-up revealed effective stimulation and coverage was achieved postoperatively.